Event description:
When the surgical tech opened the medline lower extremity pack, she noted that there was only 1 of the drape steric sm towel. There were supposed to be 2. She stated that on the previous case, her pack only had 1 as well. However, she did not save the pack list from that case.